Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4 mixed mitral regurgitation (mr), flail in anterior 1 to anterior 2 leaflets, restrictive posterior 2 leaflet, and a pre-existing chordal rupture. The first clip was placed with an mr reduction to less than 1. The deployment sequence was started, and the lock line could not be removed. About 30cms of the lock line was pulled, when resistance was encountered. The clip was opened, removed, and replaced. The mr was reduced to grade 2. There were no adverse patient effects or clinically significant delay.

Manufacturer narrative:
This complaint is downgraded to a duplicate of (B)(4). The incorrect lot number was entered as 40109r1078, and was updated to 31031r1080.

Event description:
This file is a duplicate of(B)(4). (Report reference number: 2135147-2024-02752-00).